Manufacturer narrative:
Identifying information, such as the part number and lot number of the device was not reported to paragon 28. Case information including facility, surgery date(s), or related patient information was not provided by the initial reporter. Devices are not expected to be returned for the manufacturer review/investigation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported that patient underwent a surgical procedure that utilized paragon 28 monster screw system. The monster screw was reported as defective. All screw within the mentioned kit were inspected and there was no sign of damage, usage, or soil. Reasonable efforts were made to obtain case information on what is meant by defective however, the reporter was not responsive. Additional details could not be collected.